Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the lead slipping out of the stylet handle/the handle not providing rigidity/the handle feeling looser than normal was not determined. The rep said that the leads were successfully implanted, the healthcare professional used a piece of tape around the green lead handle to hold the stylet into the groove and it worked. The rep noted that the stylets were thrown away after the case. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the lead was slipping out of the green handle of the stylet and it was not providing the rigidity the hcp was used to. The rep said nothing was broken and it was still functional but the leads were difficult to steer. The hcp stated that adding to the issue was the patient's scar tissue. The hcp used steri-tape and wrapped it around the green cap on the stylet. The rep stated that they were unsure if this was a true product problem or not. The rep tried to summarize the issue again and stated that the green caps felt looser than normal and the lead popped out of the groove in the handle and it didn't feel like the same torque ratio. The rep was not steering the lead and this was reported to him by the hcp in the case. This was noted to be an out of box failure. No further complications were reported/anticipated.